Event description:
It was reported that the subject device was not working consistently. Once the probe enters the patient and the device is activated by the physician, the red light goes on and the generator reads error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record was completed and no issues were identified. The device was returned to olympus for inspection and the reported malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: electrical component problem olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not working consistently. Once the probe enters the patient and the device is activated by the physician, the red light goes on and the generator reads error. There were no reports of patient harm associated with the event.